Manufacturer narrative:
The customer's report was duplicated and attributed to the autocal valve on the smart pneumatic module board. The smart pneumatic module board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "ventilator failure detected code 5: exhalation valve failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.